Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, rvat curve is not stable since end of may (first episode of high rv threshold measured on 20may2023), despite rv impedance and sensing are good. On 20april2023 during on-site visit, physician decided to activate rate response.

Event description:
Reportedly, rvat curve is not stable since end of may (first episode of high rv threshold measured on 20may2023), despite rv impedance and sensing are good. On 20april2023 during on-site visit, physician decided to activate rate response.

Manufacturer narrative:
Review of the provided data confirmed that rvat (right ventricular autothreshold) was found > 5v more often since may 2023: - for most of the cases, during the autothreshold test, the 1st spike at 5v was not considered capturing. The ventricular peak response with a correct amplitude was recorded, but very close to the end of the observing window (86 ms from the vp). Probably all the signal of the peak was not present in the observing window and therefore the response was not detected. Therefore the spike at 5v is not considering capturing, resulting with rvat > 5v. - the rate response activation is not related to this observation.- - since 06 january 2023, the rv lead impedance and rv coil continuity is stable and in normal range. - the operation of the observed rv autothreshold is conformed to specifications. - this case will be considered for improvement. - based on available data, no issue was detected on the device.